Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system associated with a patient pocket infection. The patient was admitted to the hospital with a high fever for treatment. No additional information could be obtained about the leads or any remedial action. There were no additional adverse effects reported.

Manufacturer narrative:
--